Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k) - k130520 the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the case was a selective cerebral perfusion with a little higher arterial blood pressure of around 300 mmhg. There was excessive hemolysis. Three hours after the initiation of the extracorporeal circulation, a fluid red in color started to leak out from the gas out port and continued. There was no other issue noted and the circulation continued without changing out the actual sample. Cpb was finished within another 90 minutes. The procedure outcome and the patient condition was reported to be unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual sample was returned for evaluation. Visual inspection revealed the presence of a red transparent liquid inside the housing on the gas-in side and in the gas line. A sweep gas was sent into the gas phase. The red transparent liquid was found to be flowing out of the gas-out side from the inside the housing on the gas-in side and from the gas line. This liquid was collected and tested with protein assay strips. It was found to contain protein. The actual sample was rinsed, and the blood phase was filled with saline solution. With the blood outlet port clamped, the actual sample was pressurized with an air of 2.0kgf/cm2 from the blood inlet port. No leak was verified. IFU states: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified that the actual sample, after having been rinsed, was of normal product with no anomaly which could have caused a leak. The exact cause of the reported event cannot be definitively determined based on the available information.